Event description:
Reporter alleged obtaining discrepant back to back blood glucose comparisons of 41 mg/dl versus a result of 151 mg/dl performed 7 minutes apart and 53 mg/dl versus 118 mg/dl performed 3 minutes apart on the aviva system. No actions were reported or treatment received. A request was made for the return of the suspect device and replacement product was sent.